Event description:
(B)(6) a copy of a medwatch report was received from an user facility reporting the following incident: a hospice patient in (B)(6) rolled off a hospital bed with half rails up (unwitnessed), and was found with the feet on floor, the torso off the bed, and the head/neck caught in the rails, unresponsive and not breathing. (B)(6) staff moved patient to floor to attempt CPR without success. The coroner's report stated that the cause of death was positional asphyxia due to entrapment between the mattress and bedside rails.

Manufacturer narrative:
(B)(6) - follow-up #001. Initial (B)(4) issued MFR report #1031452-2012-00244 indicating the manufacturer as invacare (B)(4) operations. The actual manufacturer is unknown. There are 2 manufacturers of this model medical device. Notification letters have been sent to both. (B)(4). No RMA has been initiated for this issue. Model 5410ivc, serial number/date code is unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(6) - a copy of a medwatch report was received from an user facility reporting the following incident: a hospice patient in (B)(6) rolled off a hospital bed with half rails up (unwitnessed), and was found with the feet on floor, the torso off the bed, and the head/neck caught in the rails, unresponsive and not breathing. (B)(6) staff moved patient to floor to attempt CPR without success. The coroner's report stated that the cause of death was positional asphyxia due to entrapment between the mattress and bedside rails.

Manufacturer narrative:
(B)(4) 2012. Medwatch # (B)(4) was filed by the user facility on 08/27/2012. (B)(4) no RMA has been initiated for this issue. Model 5410ivc, serial number/date code is unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, and weight (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.